Manufacturer narrative:
Event date, (B)(6) 2019; exact date of event is unknown. Additional suspect medical device component involved in the event: model: db-2202-45. Serial/lot: (B)(4) / 21622671. Description: dbs directional lead sterile kit 45cm.

Event description:
It was reported that the patient experienced an infection on the top of their head near the burr hole cover several months ago. The physician cleaned the wound. The leads remain implanted and in service. No devices were explanted or implanted. The patient was doing better and recovered from the infection, but could no longer connect the ipg with their remote control.